Manufacturer narrative:
B2: correction, death date provided manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure, cardiac arrhythmia, stroke, renal dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the right ventricular assist device (rvad) support was initiated post left ventricular assist device implantation.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient's course was complicated by a ventricular tachycardia (vt) storm and a large pericardial effusion without tamponade. The patient developed recurrent vt as well as worsening right ventricular (rv) dysfunction. On (B)(6) 2025, the patient had worsening renal function despite adequate diuresis and was taken for a right heart catheterization (rhc). The rhc showed elevated filling pressures with normal cardiac index which was indicative of rv dysfunction. The plan was to perform robust diuresis with rv support. The patient was to start epinephrine (epi) 2, resume bumex (bumetanide) 2 mg/hr drip, and to take diuril (chlorothiazide) 500mg once. A consultation was to be done with electrophysiology (ep) for vt management and the patient was to be monitored for complications. An echocardiogram was done showing an enlarged left atrium (la), and a severely enlarged right ventricular chamber size. The global rv systolic function was severely reduced. The right atrium was dilated. The right atrium pacing wire was visualized. The aortic valve showed mild aov cusp thickening with trace aortic regurgitation. The mitral valve showed mild leaflet thickening with mild mitral regurgitation. A small anterior pericardial effusion was present in the pericardium. The patient was intubated for incessant vt on (B)(6) 2025 and protek duo was placed with percutaneous coronary intervention (pci) to left main coronary artery (lmca) and left circumflex artery (lcx). They underwent protek duo removal and 29f re-insertion (B)(6) 2025 with angiography showing patent stents and no hm3 outflow thrombus. The patient's hospital course was further complicated by left main coronary artery (mca) stroke noted on computed tomography (CT) scan done on (B)(6) 2025. The patient also underwent ganglion block bilaterally on (B)(6) 2025. Protek duo was capped on (B)(6) 2025. A levitronix rvad was implanted on (B)(6) 2025. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
Due to system limitations, h6: additional health effect-clinical code: e0619-pericardial effusion. B2 - outcomes attributed to adverse updated. B5 narrative information. H1 - type of reportable event updated. H6 - adverse event problem codes updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.